Event description:
The customer (hospital biomed) reported that when charging the device to 360 joules for a defibrillation shock, the device loses power. This occurs during the charging process and does not allow the device to reach the full charge. The customer reported that this issue occurred during testing and was not related to any patient use.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio also observed that the device had logged an event code. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.the removed therapy pcb assembly was further evaluated in the failure analysis center. The reported failure was duplicated; however, the cause of the reported failure could not be determined.